Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and violation of the instructions and warning provided.

Event description:
Consumer claim she was lying against a heating pad when she noticed it getting very hot. She is alleging that it burned two holes in her couch. No injuries were reported with this incident.